Event description:
It was reported that the pump alarmed "no disposable pump won't run". No air bubbles were noted. Patient was not affected. Pump settings: res vol= 27 ml, rate= 1.6ml/hr, given= 43.7 ml. No further information available.